Event description:
A malfunction alarm code was reported. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer was instructed to switch to multiple daily injections to ensure uninterrupted insulin delivery.